Event description:
Customer reported that on (B)(6) 2014, he suffered a loss of consciousness. Customer called the paramedics and upon their arrival, a reading of 2 mmol/l was obtained on the hcp meter compared to a reading of 7 mmol/l obtained on the adc meter. Customer was diagnosed with hypoglycemia and received unspecified treatment from the paramedic. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the device manufacturer date for the reported test strip lot number is unknown. All pertinent information available to abbott diabetes care has been submitted.